Manufacturer narrative:
During testing of the returned device the pump module was found out of specification for rate accuracy. External inspection confirmed damaged platen with the returned pump module. Replacement of the broken platen and subsequent retest for rate accuracy found the device to be delivering fluid in specification. A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring.

Event description:
During servicing we identified a platen misalignment which constitutes a reportable malfunction. There was no patient involvement. During servicing we identified a faulty pressure sensor which constitutes a reportable malfunction. There was no patient involvement.